Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) and monitor sn monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor sn (B)(4) - 06/20/2012, electrode belt sn (B)(4) - 11/11/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019. Per clinical review of the patient's ECG recordings from the (B)(6) 2019, following device startup at 07:56:45 the patient was in an idioventricular rhythm from 30 bpm to 80 bpm. The rhythm then degraded to ventricular tachycardia (vt) from 100 bpm to 120 bpm. The rhythm then transitioned to an idioventricular rhythm at 80 bpm with CPR/motion artifact with electrode lead falloff. The rhythm then degraded to ventricular fibrillation (vf) with CPR/motion artifact. The patient then received a non-lifevest defibrillation. The patient's rhythm at time of the non-lifevest treatment was vf with CPR/motion artifact and the patient's post shock rhythm was an idioventricular rhythm at 70 bpm. The patient was in vf for 16 seconds before receiving the treatment. CPR/motion artifact and the fact that the patient was not in detection long enough prevented the lifevest from treating the patient. The rhythm then transitioned to a paced rhythm at 40 bpm with CPR/motion artifact. The rhythm then slows to a paced rhythm at 20 bpm with motion artifact from approx. 11:37:11 until the electrode belt was disconnected at 12:17:51 on (B)(6) 2019. The patient subsequently passed away. There is no indication that a device malfunction caused or contributed to the event. Due to resuscitation efforts precluding arrhythmia detection and treatment, reporting event.